Event description:
A customer observed a negatively biased glucose result on a control fluid on their dt60 analyzer. Biased results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.